Event description:
It was reported that the camera of the navigation system ii - cart had accuracy issues during testing by the manufacturer sales representative using intellect cranial software. This was noticed when trying to touch off on anatomical landmarks. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
The device was not returned for analysis; it was not possible to determine the cause of the reported event without an evaluation of the device.

Event description:
It was reported that the camera of the navigation system ii - cart had accuracy issues during testing by the manufacturer sales representative using intellect cranial software. This was noticed when trying to touch off on anatomical landmarks. There was no patient involvement and no adverse consequences associated with the device.